Event description:
It was reported to medtronic neurosurgery that the tip of the catheter passer broke when the physician was using the device. It was also reported that the physician could not find the broken piece when they went to retrieve it out of the patient. The patient was reported to be ok and still under observation at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.